Event description:
It was reported by the fse that during preventive maintenance, the cardiosave intra aortic balloon pump (iabp) critical alarm to be faulty. There was no patient involvement.

Manufacturer narrative:
Due to character limit: e1(event site telephone) (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.